Event description:
The caller reported that the suspect device was burned in the battery compartment and on the battery cover. They also said the burn goes up to the code key. The device was replaced and requested to be returned for evaluation.